Event description:
It was reported that there was growth observed on the right ventricular lead. The implantable pulse generator (ipg) system was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45, implantable pacing lead, (B)(6) 2011. A addr01, implantable pulse generator (ipg), (B)(6) 2011. (B)(4).